Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment of unable to boot and the hard drive was reconfigured and the software was reloaded and updated and the device then passed its final functional and systems tests. (B)(4).

Event description:
It was reported that the programmer would not boot-up; it would power on, but then just sit with a black screen. The programmer was returned for service. No patient complications have been reported as a result of this event.